Event description:
It was reported that the user performed multiple meal announcements on the ilet system during a high glucose period in an attempt to reduce blood glucose, and education was provided instructing the user not to use meal announcements for correction because this behavior can prolong hyperglycemia and lead to pump maladaptation. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education, with no alerts or alarms reported. Investigation included review of device reports and user behavior education. Investigation of this case revealed user-initiated dosing behavior inconsistent with intended use, leading to suboptimal glycemic control without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and use error were the likely causes.